Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: environmental testing conditions. The complaint is reported by a distributor in (B)(6) on behalf of the customer. The product is not cleared or commercialized in the us. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
(B)(6). Customer from (B)(6) reported to the distributor on (B)(6) 2015 the following complaint: the strips didn't show any error message in the meter, but they measure low with control solution 3. The range was 284-385 mg/dl and the result is 45 mg/dl test strip expiration date is 04/24/2018. Control solution lot# is 4az3a11 and control solution expiration date is 04/30/2016.